Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 60s (mg/dl) while hiking. A protein bar was consumed and customer rested to address low bg. Reportedly, customer did not hear the pump alert that their bg levels dropped below target. It was indicated that the current pump would continue to be used for diabetes management until the replacement pump is received.